Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user discontinued use of the system, stating the device did not fit their lifestyle and that they experienced lows related to physical activity. The user stopped wearing the ilet and requested to return the device. A return authorization was issued and processed.